Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been in storage mode over a month. When the pump was turned back on the pump displayed a reset screen. In addition, the time and date were incorrect. During troubleshooting with tandem technical support the time and date was corrected on the pump. The customer's blood glucose level was not impacted as the pump was not being used for insulin therapy at the time of the reported events. The contact stated a cartridge would be reloaded onto the pump following the report.